Event description:
(B)(4). Waking up with rash all over body, waking up with lower lip swollen, heartburn, lower abdominal pain, heavy periods, heavy blooding, sharp pains lower abdominal and sides, sweating, chest pain, diarrhea and constipation.